Event description:
The pt incidentally reported that he was hospitalized for low blood glucose (5 mg/dl) on (B)(6) 2009. According to the pt, the reason for his contact with animas was to find out if he could make the letters larger on his screen. The pt alleged that he could not see the screen and delivered a bolus that was larger than he needed. He stated that this incident was not the only time he could not see the info on the display and delivered a bolus that was larger or smaller than he needed. There were no other adverse events reported. The pt disclosed that the physician who treated him in the hospital warned him to stop using the pump if he could not read the display and to use manual injections to deliver the insulin. He reported that he continued to wear pump after the hospitalization and continues to wear pump now against medical advise.

Manufacturer narrative:
According to the pt he delivered an insulin bolus from the pump when he could not clearly see the bolus amount. He stated that this incident was not the only time he could not see the info on the display and delivered a bolus that was larger or smaller than he needed. The pt said that he continued to use this pump against medical advise. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.